Event description:
It was reported by the customer that a pyxis anesthesia es system require assistance with re-image because of failed upgrade. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the failure of software to function as normal. A field service engineer assisted on-site personnel with re-image after upgrade failure in order to resolve the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.